Event description:
It was reported that the patient was transported via ambulance to the ER (emergency room) with hypoglycemia. The patient's bg (blood glucose) levels reached 11 mg/dl while wearing the pod between 24 and 36 hours in the arm. Patient reported hypoglycemia occurred 3-4 hours after delivering a bolus for a bg of 285 mg/dl. The patient was treated with IV (intravenous) dextrose and food. The pod was worn at time of ER visit. The patient was released in 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.